Manufacturer narrative:
Our quality engineer inspected the 50 representative samples submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. Samples were subjected to a blood escape time test to check for septum leakage and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood control feature does not work it was reported by the customer that the needles do not stop the blood. It does not function as intended. Verbatim: rcc received a complaint via email. Email(s) attached. We are requesting your assistance about the item 386862 1 bx cathena 20g 1.00 straight bc pink, the customer requests that the item be returned because the needles do not stop the blood. It does not function as intended. Cif (B)(4) was generated.